Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. Using the right femoral approach, the procedure treated the target lesion located in the severely tortuous proximal left anterior descending artery. There was no vessel calcification. There was a 45° to 90° bend in the vessel. Pre-dilation was performed using a non-bsc catheter. The physician advanced and deployed a 2.5x32mm promus element plus stent at 11 atms inside an unspecified restenosed stent. As the physician began to withdraw the balloon, the runway guide catheter "dove" into the vessel and deformed the edge of the 2.5x32mm promus element plus stent. Then the physician used an 2.75x15mm nc quantum balloon to post dilate the stent. Next a 2.5x16mm promus element plus stent was deployed over the part of the stent that was deformed. Finally post dilation was used with a 3.0x15 nc quantum balloon. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).